Manufacturer narrative:
The returned cable was evaluated. During evaluation the cable passed all visual and functional testing. The cable was determined to be functioning as designed.

Event description:
The customer reported intermittent readings and no readings. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: additional manufacturing narrative (if other): (lot #) was corrected from 15hjf to 15hjq. Mfg date: was corrected from 08/11/2015 to 08/21/2015. Brand name: was corrected from rainbow rc-4 to m-lncs dc-I. (PMA/510k #) was corrected from k080238 to k051212. (Model #) was corrected from 2406 to 2501. (Catalog #) was corrected from 2406 to 2501.